Manufacturer narrative:
This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
It was reported the patient received the following results within 15 minutes: 515 mg/dl (accu-chek guide me meter) and 159 mg/dl (accu-chek aviva plus meter).